Event description:
Additional information was received that the noise also resulted in inappropriate automatic mode switch (ams).

Event description:
During in clinic follow up, noise resulting in oversensing was observed on the right atrial (ra) lead. Insulation damage was suspected but not confirmed. X- ray imaging was performed and no anomalies could be seen. No intervention has been performed. The patient was stable and will continue to be monitored.